Manufacturer narrative:
The delivery system was returned to edwards for evaluation after being used during the procedure with the handle in a partially locked position. The delivery system was visually inspected. A leak was confirmed under the balloon shaft strain relief at the y-connector, as well as a break on the balloon shaft distal to the y-connector. No other abnormalities were observed. A leak was confirmed during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. The balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint device work order and the potentially related component work orders were reviewed and these work orders did not reveal any other issues that could have contributed to this complaint. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system does not exceed the november 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system undergoes multiple 100% inspections for ¿gaps and leak channels¿ as well as damage. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA has been opened to continue investigation and implement any needed corrective actions. The CAPA is currently in the investigation phase. Due to the severity associated with this issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. The complaint was confirmed and no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Upon transfemoral valve deployment, the valve was 90% deployed when a leak was seen coming from the y-connector. Contrast was coming out. The team tried to fully deploy the valve by adding more volume, however the leak persisted and the valve could not be fully deployed. A second delivery system was used to fully inflate the valve. Nominal inflation volume was used.